Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v634605, implanted: (B)(6) 2011, product type: lead.

Event description:
It was reported the patient wanted to see if they could use a wrinkle treatment called light stimulation (led light therapy). Compatibility guidelines were requested for light stimulation/facial treatment for wrinkles and facial muscle massagers. The patient reports that soon after using the light stimulation therapy treatment. The patient started wetting the bed, that was why the patient called to check compatibility. The patient states this issue began around the 17th of march and then 2 other times recently. The patient also states that recently they had a strange feeling in their head. The patient states it was hard to describe but it could be stress. The patient states this issue started 6-9 months ago. Compatibility guidelines were requested for the MRI.